Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had differences between the sensor glucose reading and the blood glucose reading on the insulin pump. Customer stated that the sensor would read 65 mg/dl every night and their blood glucose level was not 65 mg/dl. Customer reported the issue several times and spoke with a supervisor. Customer stated that the event happens periodically. Customer reported that the pump shuts off and the blood glucose level will be 400 mg/dl. Customer will not send a sensor back that has been taken out of the body. Customer will throw the sensor away. Customer does not have the lot number of the sensor and cannot confirm the serial number of the insulin pump. Customer will be scheduled for a callback for the next business day. No additional information provided.